Event description:
In 2009, a company representative reported that the patient was experiencing air bubbles in the insulin cartridge. She stated that the bubbles become worse after physical activity that might shake the infusion device. Upon follow up eight days later, the patient stated that she first noticed the air bubbles seven months later, when her blood glucose elevated to 200-300 mg/dl. She was able to remove the air bubbles and she bolused to lower he blood glucose. On the day prior to original date, her blood glucose was elevated to 200 mg/dl and she primed air bubbles from the insulin cartridge and bolused 2.7 units of insulin. By bedtime her blood glucose measured 184 mg/dl and when she woke up this morning it measured 168 mg/dl. Her normal blood glucose range is 90-100 mg/dl. She stated that she does allow insulin to reach room temperature prior to use. She does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. She stated that the adapter has never been changed ans she was advised to change it with every 10th cartridge change. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.